Event description:
Additional information received. 50 ml syringe(s) (luer-lok). (B)(4) units. Reason: (B)(4) unit - 2 dark spots on plunger. Reason: (B)(4) unit - hole in packaging. Additional information received on 07feb2024 please confirm date the event occurred? A:we used the entire lot claimed, and at the end of the period of use I notified the deviations (between november 2023 and january 2024). You have mentioned there are several packages comes with tight seal/tear and those are discarded, could you please confirm quantity affected and please confirm issue with those packages. A:there are packages in which the weld between the plastic and the paper is very firm/sealed, and when you open the package as standard, the paper part tears due to the strong adhesion with the plastic. I don't have an exact number because they were discarded when they were opened, but there were around (B)(4) units. All the samples are available for collection. They are all as shown in the pictures, in their original packaging, sealed or opened, but without contamination. It is not possible to confirm the foreign body, they are round and dark, as can be seen in the photographs sent.

Manufacturer narrative:
(B)(4) follow up. It was reported there were two dark spots on a plunger and a hole in one packaging blister. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a syringe in a packaging blister, and the syringe plunger rod with a dark colored speck. From the photo, it is not possible to confirm whether the speck is embedded. The second photo shows a packaging blister top web with a kink. From the photo, is it not possible to determine how deep the damage is. A device history record review was completed for provided material number 303552, lot 2179831. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. But, without the actual physical sample analysis a probable root cause could not be determined.

Event description:
No additional information received. 50 ml syringe(s) (luer-lok). 2 units, reason: 1 unit - 2 dark spots on plunger. Reason: 1 unit - hole in packaging. Additional information received on 07feb2024, please confirm date the event occurred? A: we used the entire lot claimed, and at the end of the period of use I notified the deviations (between november 2023 and january 2024). You have mentioned there are several packages comes with tight seal/tear and those are discarded, could you please confirm quantity affected and please confirm issue with those packages. A: there are packages in which the weld between the plastic and the paper is very firm/sealed, and when you open the package as standard, the paper part tears due to the strong adhesion with the plastic. I don't have an exact number because they were discarded when they were opened, but there were around 15 units. All the samples are available for collection. They are all as shown in the pictures, in their original packaging, sealed or opened, but without contamination. It is not possible to confirm the foreign body, they are round and dark, as can be seen in the photographs sent.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there were two dark spots on a plunger and a hole in one packaging blister. To aid in the investigation, two samples in sealed packaging blisters and two photos were provided for evaluation by our quality team. In the photos provided, one photo shows a syringe in a packaging blister, and the syringe plunger rod with a dark colored speck. From the photo, it is not possible to confirm whether the speck is embedded. The second photo shows a packaging blister top web with a kink. From the photo, is it not possible to determine how deep the damage is. A visual inspection of the returned samples was performed. One sample has a dark colored speck of embedded degraded resin in the syringe plunger rod rib. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The other sample has a handwritten circle on the packaging blister top web where there is a dent. This area was inspected. First with 10x magnification, and then with 30x magnification. The dent did not perforate the packaging blister top web. The probable root cause of the dent is not known. The packaging process is automated and has no conditions that could induce the dent. A device history record review was completed for provided material number 303552, lot 2179831. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
50 ml syringe(s) (luer-lok). Reason: 1 unit - 2 dark spots on plunger.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.